Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained about auto-deflation. A surgical procedure was performed to remove the momentary squeeze pump and replace it with a tenacio pump. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).